Manufacturer narrative:
The info received indicated an MDR was required on 07/05/2011.

Event description:
It was reported by a customer on (B)(6) 2008, the fiber broke at 3,080 joules. No further details regarding the fiber breakage were provided. No pt injury was reported.